Event description:
The pump was explanted and replaced and returned to the manufacturer for analysis. Reason for explant was given as "therapy - related." A follow up report will be sent when additional information is received.